Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the reported issue cannot be confirmed and the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, the physician retracted a ruby coil within a lantern delivery microcatheter (lantern) to reposition it; however, upon retraction the ruby coil unintentionally detached within the lantern. The physician attempted to remove the ruby coil by removing the lantern; however, upon removal of the lantern, the ruby coil fell out into the non-penumbra catheter. Therefore, the catheter was removed with the ruby coil inside. The procedure was then completed using the same catheter, the same lantern, and additional ruby coils. It was reported that the physician used an rhv but did not use continuous flush. There was no report of an adverse effect to the patient.